Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a right femur fracture; was explanted (due to a non-union) and replaced with a different sign im nail.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for eval. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The first nail was replaced with a 12mm x 400mm, standard nail using two proximal screws and one distal screw. Sign fracture care international will continue to monitor these events as part of our post market activities.